Manufacturer narrative:
D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the cannula broke off. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about the needle npe broken. Needle case was difficult to install, and the needle npe was broken during installation.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the cannula broke off. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about the needle npe broken. Needle case was difficult to install, and the needle npe was broken during installation.